Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an 813:01 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to a cascade failure from failure code 550:121:1005:0000. The problem was not reproduced during testing, therefore no repair was necessary. The user interface module software version is 6.13.90. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a 813:01 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.